Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Internal memory formatting was performed as a precaution. The device was recertified and returned to the customer. Review of the device logs was not possible due to corruption. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device restart/reboot itself. Complainant indicated that there was no patient involvement in the reported malfunction.